Event description:
It is reported that the patient had a stent procedure to treat a diseased proximal lad lesion with 90-95% stenosis. The physician placed two resolute integrity stents to treat the long lesion in the proximal lad, overlapping approx. 8mm. Procedure was successful with no impact on the diagonal lesion and timi 3 flow. No dissections on the proximal or distal edge border were noted. There was a 10% residual stenosis at the bend of the first stent. Patient was discharged home the following day. Six days later, the patient was admitted to the hospital with ami and taken to the cath lab. They found acute closure (sub-acute stent thrombosis) within the previous placed stents. The patient was treated with pre-dilatation, aspiration catheter to remove thrombus with minimal improvement. The physician noted an under expanded area in the mid portion of the stented area. The physician decided to place a new resolute integrity stent from the distal edge of the thrombus back into the stented area, about the mid portion and inflated to 16 atms. The final angio results were excellent with no residual and brisk antegrade flow. Iabp was placed for lv support. No ivus imaging was used. No detection of dissection of either border of the stents was noted by angio. No interruption of dapt was noted. Cine image review: initial procedure: cardio angiogram (cag) showed stenosis present in the proximal lad. The lesion in the proximal lad appears to have been pre-dilated with a balloon catheter. A stent is expanded in the vessel and appears to be 26mm in length. Another stent of approximately size 3.0x18mm (possibly resolute integrity) being positioned in the vessel. The stent of size 3.0x18mm being deployed with some segments overlapping a previously deployed stent from earlier in the procedure. The deployed stents in the vessel and have an area where the stents are overlapping. Post procedure images (6 days later) show evidence of thrombosis in the vessel. The vessel was pre-dilated, post dilation the vessel appears to be less occluded. A stent was placed at the distal edge of the thrombus back into the previously stented area. Post stent deployment there appears to be no evidence of thrombus remaining.

Manufacturer narrative:
Evaluation results: (cine images were unable to confirm the reported under-deployment of the stent. As stent was deployed no device could be evaluated. The images did confirm the reported thrombus). Inherent risk of procedure (thrombus <(>&<)> mi). (No device received for evaluation). No results available since no evaluation was performed (device not returned for evaluation). Evaluation conclusions: known inherent risk of procedure (thrombus <(>&<)> mi). (Cine images were unable to confirm the reported under-deployment of the stent. As stent was deployed no device could be evaluated. The images did confirm the reported thrombus). (B)(4).

Manufacturer narrative:
Results: related to operational context (the 3.0 stent may have been under-sized given that most of the lad size is greater than 3.0). Conclusions: operational context caused or contributed to the event (the 3.0 stent may have been under-sized given that most of the lad size is greater than 3.0).

Event description:
Additional cine image review: additional image review by external clinical expert identified that there were two patent grafts, one to lad and one to the distal lateral cx vessel. The 2 resolute integrity stents are deployed in the om (not lad as reported). There is a distal irregularity in a relatively under-deployed stent when compared to the final result which shows a very large om. Patient with prior CABG review of case with mdt representatives and doctors in the account: following the additional cine film review it was discussed that there was waste at the distal lesion in circumflex artery and possible un-stented lesion in the proximal section of the vessel. The deployed stent looks slightly under-sized but the procedure resulted with good flow. It was stated that while the under-sizing of the stent is not ideal it was felt that the outcome post index procedure was good given the lesion and anatomy. The discussion did not identify device or deployment related issues. The deployment could have been slightly sub-optimal but not gross under-deployment to confirm that the stent thrombosis was result of apposition or deployment.